Event description:
It was reported that, while in use on a patient, this 980 ventilator displayed a ¿ventilator inoperative¿ alert condition and logged diagnostic codes indicating a loss of ventilation. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator with no injury.

Manufacturer narrative:
H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator displayed a ¿ventilator inoperative¿ alert condition and logged diagnostic codes indicating a loss of ventilation. The device was not available for evaluation. The technical service personnel was informed by the customer (pb980 trained biomed) that unit had generated an the following codes: "inspiratory psol current out of range", "exhalation motor current out of range", "mix buv activation failure" and "atmospheric pressure drift" diagnostic codes. Based on the codes provided, customer was initially informed by technical service personnel that these codes point to a potential failure in the exhalation valve and/or inspiratory proportional solenoid (psol) and/or inspiratory flow module (ifm) printed circuit board assembly (pcba). However, review of the system diagnostic logs provided by the customer found the unit had generated multiple background codes relating to voltage out of range (oor) during the event. Review of the system diagnostic logs also confirmed unit had loss of ventilation at time of event. Based on these codes the customer was notified that per the puritan bennett¿ 980 series ventilator service manual these codes when they appear together, the direct current (dc)-dc pcba needs to be replaced. No repair was made by medtronic and no product was returned for evaluation or made available. With the information available, the likely cause of the event was isolated to a fault in dc-dc pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.